Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported effects of mitral regurgitation (mr) and tissue injury are listed in the IFU are known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported incomplete coaptation (postprocedure), could not be determined. Additionally, the reported effect of mr appears to be a cascading effect of incomplete coaptation. The cause of the reported tissue injury cannot be determined. The reported unexpected medical intervention and hospitalization or prolonged hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment (slda) with intervention. It was reported that this was a mitraclip procedure performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) of grade 3-4. One clip was implanted and the mr was reduced to grade <1. On (B)(6) 2021, a single leaflet device attachment (slda) was noted, with the clip detached from the anterior leaflet, and recurrent mr of grade 4. A second mitraclip procedure was performed on (B)(6) 2021. Possible tissue injury was noted; however, tissue damage was not confirmed. One clip was implanted and the mr was reduced to grade 1-2. No additional information was provided.